Manufacturer narrative:
(B)(4). Evaluation summary: as received, the valve exhibited heavy calcification in the cusp area of all three leaflets. At the free margins, calcification was moderate in leaflet 3 and minimal to moderate in leaflet 2. Calcification restricted mobility in the leaflets and led to stenosis. Moderate host tissue overgrowth encroached onto the tissue outflow and into the orifice at the greatest point by approximately 7mm. At the outflow aspect, host tissue overgrowth fused the free margins of leaflets 2 and 3 at commissure 3 by approximately 6mm. Host tissue was minimal to moderate at the stent outflow. The x-ray demonstrates calcification. Evaluation method: x-ray. Additional manufacturer narrative: evaluation confirmed the presence of calcification which caused the reported stenosis. However, the root cause of calcification cannot be conclusively determined. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. Evaluation also confirmed the presence of fibrosis (host tissue). Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. It was reported that the device remained implanted for approximately 106 months. Based on the information available, there is no indication of a product quality deficiency during the manufacture of the device that may have contributed to this event. It is likely that patient factors such as age, immune status and other conditions contributed to the reported event.

Manufacturer narrative:
Evaluation: method: device evaluation anticipated, but not yet begun. Conclusion: device evaluation anticipated, but not yet begun.

Event description:
It was reported that a (B)(4) valve explanted after (B)(6) due to stenosis. The operative report stated that the mitral valve was "difficult to dig out of the scarring which may have accounted for some of the fibrosis of the valve itself." A 29 mm porcine valve was sized and used. After the procedure, the patient was taken to the intensive care unit in a stable condition.